Event description:
A customer reported receiving a system error 2367 during the final dwell. This event occurred during patient use, though there was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.